Event description:
Reference number (B)(4). Event occured in the united states. On (B)(6) 2025, the patient reported an issue with their infusion set. Specifically, they discovered a hole in the tubing, which was causing insulin to leak. At the time the problem was identified, the infusion set had been in use for less than five hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.